Manufacturer narrative:
Additional information: breakdown of the 32 events of is as follows: haptic damaged 14. Lens damaged 6. Cosmetic issues 6. Delivery issue, haptic damaged 1. Haptic damaged, use error 1. Haptic detached 2. Iol torn 1. Unknown / unspecified 1. Serial or lot numbers of suspect products: (B)(4). 17 investigations were completed and 15 are pending for the time period. From the 17 investigations: haptic damaged, iol torn 1. Lens cut, haptic damaged 1. Lens cut, haptic detached 1. No issues identified 3. No product returned 6. Lens cut, haptic damaged, haptic detached 1. Lens cut 1. Lens cut, haptic damaged 2. Haptic damaged, haptic detached 1. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 32 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
There were 14 investigations completed during this period. Breakdown of 14 investigations with respective serial numbers are as follows: (B)(6), no issues identified; unknown, no product returned; (B)(6), no product returned; (B)(6), lens cut, haptic damaged; (B)(6), lens cut, haptic detached; (B)(6), no product returned; (B)(6), haptic damaged; (B)(6), no product returned; (B)(6), no product returned; (B)(6), no issues identified; (B)(6), no product returned; (B)(6), lens cut, haptic damaged, haptic detached; (B)(6), no product returned; (B)(6), lens cut, haptic damaged. The investigations concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted. H3 other text : placeholder.